Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter read inaccurately. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter began reading inaccurately ¿prior to (B)(6) 2017¿ however could not specify any results obtained or what the issue was with the results. The patient manages his diabetes with humalog and lantus insulin and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that ¿an hour or two¿ after the issue occurred, he developed symptoms of ¿shakes, felt very sick and muscle control¿ and that he self-treated with orange juice and sugar. During troubleshooting the cca noted that the patient was unable to provide information in response to the troubleshooting questions. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.